Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time setting was off by over an hour. The customer was unsure of how long the time setting had been incorrect. There was no reported impact to the customer's blood glucose level. The customer declined to upload the pump data logs for review. Tandem technical support assisted the customer with correcting the time setting.